Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the suture and both anchors were returned detached from the device. The needle overmold assembly was bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, after deployment of t1 of the the fast-fix 360 curved ndl, the t2 was deployed prematurely through the meniscus. Both t's were removed from patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair, after deployment of t1 of the fast-fix 360 curved ndl, the t2 was deploy prematurely and deployed through the meniscus. Both t's were removed from patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.